Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the pouch tore, and the specimen fell back into the patient. Case completed with another device of the same product code. There were no patient consequences reported. Exact date unknown, procedure occurred some day last week.